Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hypoglycemia while using the infusion device. The infusion device delivered 25 units of insulin without the patient's request. The patient went to the hospital and he was administered a glucose drip. The patient's blood glucose level was 50 mg/dl and he was hospitalized overnight. Return of the suspect device was requested for evaluation.